Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after cardiac arrest. Bradycardia and asystole were detected. A pacemaker check displayed increased and high threshold and loss of capture on the right ventricular (rv) lead. A pacing problem was noted with the implantable pulse generator (ipg). The lead was reprogrammed and decision for revision was yet to be made. The patient was then noted to be deceased.